Event description:
Additional information was received clarifying the initially reported information should be that it was determined that the shaft might be kinked, not that it was noted to be kinked. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow observed at the marker lumen¿ and bent shaft were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The electronic proglide instructions for use (eifu) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 9f sheath after a thrombosis collection interventional procedure. The proglide device was pre-flushed with saline prior to use. Reportedly, when the proglide device was being inserted into the vessel, no blood flow was observed at the marker lumen. Upon removal, it was noted that the proglide device shaft was kinked. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.